Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 528 mg/dl at the time of incident and current blood glucose level was 467 mg/dl. Customer also had blood glucose of 530 and 490 mg/dl. Customer felt okay to troubleshoot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer noticed leakage from her infusion set and they removed the infusion set and it bled a lot. Customer said that she saw lump on the site and felt that the insulin was not being absorbed by her body. Customer preformed self test and it passed. The insulin pump will not be returned for analysis.